Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure while inside of the patient. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure while inside of the patient. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found in its manufactured position fully covered by the sealant sleeves, the sealant was exposed to blood. In addition, no damages were observed to sealant sleeves assembly. Per functional analysis, the inflation/deflation test, was conducted as per the mynx control IFU. The findings indicated a leak in the balloon of the returned device. Per microscopic analysis, a micro tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the micro tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although the customer reported that there was no presence of calcium in the vicinity of the puncture site) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.